Manufacturer narrative:
(B)(4). Batch number ==> n56x7y. Investigation summary ==> the long60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded in the device. The cartridge reload was received partially fired 1/16. In addition another cartridge was received broken with pan partially dislodged and partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload (a) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damaged on the cartridge it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that it was impossible to staple. Use of another device with loss of 10 min during procedure. No patient consequences